Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient ¿could not charge¿ her battery at the time of report. No further information was provided regarding any patient symptoms, interventions, or the outcome. Additional information has been requested. Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the device was not working since an unknown date. It was clarified that the ins was not working. It was reported that before moving south, the patient had been having difficulties with the implantable neurostimulator (ins) not wanting to recharge. The difficulty charging had been occurring since implant ((B)(6) 2008). The patient was not in pain so the patient did not deal with the issue. It was reported that in 2011 the patient had moved to south and no longer had pain due to the change in weather. The patient had never really tried to turn it on. The patient met with a manufacturer representative who tried to help get the ins started but they could not get the ins to charge. The representative had thought the ins may have been dead. The patient had not pursued further action because they had not been in pain. The patient later moved and was in pain. This pain had been occurring since (B)(6) 2017. No further complications were reported.